Manufacturer narrative:
Additional suspect medical device components: model #: tcn-10 lot#: 111215 description: nitinol tc electrode, 100 mm.

Event description:
Device analysis of two returned electrodes revealed issues with the epoxy within the hub. Electrode lot # 120715 device analysis revealed that the epoxy had a chip at the hub, a crack in the epoxy and the epoxy was black. There were also cracks at the electrode shaft. Device analysis for electrode lot # 111215 revealed that the epoxy had a chip at the hub, many cracks and the epoxy was black. There were also cracks at the electrode shaft. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored.